Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet and the screen broke, necessitating a replacement device and return of the original; user education covered shipment timing, return process with provided label, data not transferring to the replacement, completing startup on the new device, optional cgm use with the dexcom app or receiver, and device shutdown steps. Symptoms included no injury, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included product replacement without clinical intervention. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no additional device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.